Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an infusion set adhesion issue on (B)(6) 2026, during which the infusion set fell off. The patient later experienced hyperglycemia, with blood glucose reported at 338mg/dl, and stated that the elevated glucose occurred because the infusion set had fallen off. The high blood glucose was treated using the insulin pump. No further information available.